Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead returned for analysis. Blood was present in/on the helix mechanism.

Event description:
It was reported that the lead had a fixation problem. The lead was removed and replaced. No patient complications have been reported as a result of this event.